Event description:
It was reported surgeons were connecting two constructs with pedicle screws and rods. There was a previous structure in the lumbar region and the surgeons were connecting it to the structure in the thoracic region. There were already 5.5 radius rods implanted in the lumbar spine. The surgeons decided to use 5.5 to 5.5 axial connector and after the surgeons had tightened each of the four holes on the 5.5 to 5.5 axial connector the surgeon went to compress in between l2-l4. As the surgeon compressed the rod was separated from the connector. The surgeon could not use the connector because the connector came apart from the rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned radius rod to rod connector was confirmed to have disengaged intra-operatively. The reported issue resulted in a surgical delay of 8 minutes to replace the product with a competitive product. The returned connectors were inspected. There were no observations implicating a device malfunction or manufacturing issue. The product issue allegedly occurred during compression of the construct above the location of the connector. This type of application would subject the axial connector to direct tensile loading. Conclusion: the most likely cause of the disengagement is tensile loading of the axial connector above the pullout threshold of the device. Intra-op pullout of the rod can be avoided by final tightening the connector after compression/ distraction of the construct has been achieved.

Event description:
It was reported surgeons were connecting two constructs with pedicle screws and rods. There was a previous structure in the lumbar region and the surgeons were connecting it to the structure in the thoracic region. There were already 5.5 radius rods implanted in the lumbar spine. The surgeons decided to use 5.5 to 5.5 axial connector and after the surgeons had tightened each of the four holes on the 5.5 to 5.5 axial connector the surgeon went to compress in between l2-l4. As the surgeon compressed the rod was separated from the connector. The surgeon could not use the connector because the connector came apart from the rod.